Manufacturer narrative:
This report is associated with argus case (B)(4), polident 3 minute.

Event description:
Patient accidentally ingested a few of his polident 3- minute and overnight with whitening polident tablets like 30 minutes ago. Case description: this case was reported by a nurse and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt denture cleanser (polident 3 minute) tablet (batch number (B)(4) expiry date unknown) for oral hygiene. Co-suspect products included double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for oral hygiene. Concurrent medical conditions included dementia and hospitalization. On an unknown date, the patient started polident 3 minute at an unknown dose and frequency and polident overnight denture cleanser tablets at an unknown dose and frequency. On (B)(6) 2017, an unknown time after starting polident 3 minute and polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute and polident overnight denture cleanser tablets. Additional details, the adverse event information was received on (B)(6) 2017. Nurse called from nursing home regarding dementia patient. Nurse reported the patient accidentally ingested a few of his polident 3-minute and overnight with whitening 30 minutes ago. Nurse reported having an material safety data sheet, but that doctor wanted her to call us regarding patient.